Event description:
A patient reported that they took insulin without consulting their physician because they couldn't get a reading from the meter. The patient's meter allegedly would only prompt the not ok message. The patient was unable to ge a reading on their meter. There was no comparison. The patient took insulin without consulting with their physician. The patient went out and bought an ot ultra meter. A reading of 211 mg/dl is documented (unclear if the test was done on ot ultra meter). No further information has been reported.